Event description:
Device returned for analysis with report of a refill actual residual volume 12 cc and expected residual volume was approximately 2 cc. A rotor study showed no movement. Physician unable to inject side port for pump myelogram. Catheter x-rays showed acute angle in midback. Pump replaced and catheter repositioned. Pump had been functioning accurately prior to the event. Hcp contacted for follow up - no records readily available regarding the event - pt currently being followed with new pump.